Event description:
Patient's iliacs were aneurysmal. Patient had calcium present in the right common iliac that extended up into the bifurcation. Tortuosity was also a characteristic of the vessels. Due to this anatomical condition, difficulty was experienced during advancement of the delivery system on the patient's right side. Initially the device began to buckle during advancement, but after dilating the area effectively, the device was successfully placed. Once the contralateral leg was placed and post angiogram was performed, it was noted the iliac leg graft had landed short of the desired landing site. Because the available leg extension was too long for placement above the right hypogastric, a main body extension was placed as an iliac cuff, to achieve the desired ladning site. An occlusion of the right hypogastric had been pre-planned. The ipsilateral leg graft was placed and extended down into the external iliac artery. Final angiogram noted no visible signs of an endoleak.